Event description:
On 10/10/2022, it was reported by a sales representative via email that an ar-1588rtt acl fibertag tightrope tensioning strand would not tension. The sutures rotated over the button and the loop would fail to collapse. This was discovered during an aclr procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed.